Event description:
On (B)(6) 2011, a supervisor of respiratory support reported that an inomax dsir ((B)(4)- see MDR 3004531588-2011-00034) went into device failure while on a patient. After unsuccessfully troubleshooting the device, it was switched out with another dsir unit (B)(4) which also went into delivery failure. An adult female patient with a history of pulmonary hypertension associated with mitral valve failure was being transported within the hospital. Prior to the transport, the patient was on a puritan bennett 840 ventilator on pressure control ventilation with inomax administration via inomax dsir (B)(4) at (B)(4) nitric oxide (no). The customer stated, "we tried to transport a patient from general surgery ICU to cardiovascular ICU (cvicu) on (B)(4). We encountered a delivery failure (alarm) when attempting to transport. The patient had a rapid decompensation as a result." "Patient placed on bagger meanwhile by respiratory therapist (rt) to bag patient for transport with (B)(4). No analyzing adapter positioned at t-piece in order to analyze no being delivered. No delivery system failure alarm noted. No not be delivered to patient. No reading 0-5 ppm." The rt started no delivery at 80ppm with a second inomax dsir (B)(4) and the ventilator and attempted to transport patient again. The reporter stated, "same no delivery failure noted, no delivery dropped to 0 ppm." The patient was switched back to first inomax dsir (B)(4) that had been restarted and now able to deliver no. Patient only able to receive approximately 20 ppm as measured by analyzing adapter placed at patient y. Doctor aware and "she made decision to transport patient to cvicu on approximately 25-35 ppm no and oxygen at 100%." The reporter stated that, the patient began to "decompensate as a result of loss of no delivery." The "patient's systolic blood pressure dropped and inotropes were increased dramatically in order to maintain an adequate blood pressure." The "patient's pulmonary artery pressure also increased dramatically as well, while no was not being delivered." The "patient stabilized after no delivery restored at 80 ppm" on inomax dsir (B)(4) "before transport." Additional information requested from the reporter. Investigation of the inomax dsir devices will be performed upon return to the service center. Follow up information was received on (B)(4) 2011. The patient's baseline blood pressure (bp) was 118/62 and her baseline pulmonary artery pressure (pap) was 112/48. The lowest bp during inomax dsir switch out was 72/46. The bp remained unstable for approximately 20 minutes. The highest pap during the inomax dsir switch out was 132/67. The spike in pap lasted for approximately 20 minutes.

Manufacturer narrative:
On (B)(6) 2011, a supervisor or respiratory support reported that an inomax dsir (B)(4) (3004531588-2011-00034) went into device failure while on a patient. After unsuccessfully troubleshooting the device, it was switched out with another inomax dsir unit (B)(4) which also went into delivery failure. Inomax dsir (B)(4) is under investigation. A supplemental report will be submitted within 30 days of completion of the investigation.